Event description:
It was reported that a patient with a 33mm 6900ptfx mitral valve was taken to the cath lab for a valve-in-valve procedure after an implant duration of 10 years, 6 months due to unknown reason. However, thrombus was visible in the atrium and the procedure was aborted. The plan is to placed the patient on blood thinners for 30 more days.

Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 33mm edwards surgical valve was taken to the cath lab for a valve-in-valve procedure after an unknown implant duration due to unknown reason. However, thrombus was visible in the atrium and the procedure was aborted. The plan is to placed the patient on blood thinners for 30 more days. No other details were provided.